Event description:
Additional information was received that the patient had x-rays taken that showed a clear lead break but were not provided to the manufacturer for review. No patient trauma or manipulation of the vns was reported. Surgery is going to be planned but no date set at this time. The patient's device has been programmed off.

Event description:
It was reported by a neurologist that a lead discontinuity was seen in a vns patient. No further comment was made by the physician and at the moment, attempts to obtain further information regarding the event have been unsuccessful to date.

Event description:
Additional information was received that the patient had surgery on (B)(6) 2012. It is unknown what was replaced or if anything replaced. Their explanted products were discarded.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date of event: corrected data. Updated to when event noted.

Event description:
Additional information was received that the patient had replacement surgery of their generator and lead on (B)(6) 2012. Their explanted generator was not returned for analysis.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.